Event description:
It was reported that the device is running hot. There was no report of patient impact.

Manufacturer narrative:
(B)(4). Method: thermal energy evaluation. Service and repair evaluated the device and found no fault. The alleged complaint could not be confirmed and a root cause could not be determined. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.